Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? On this firing, was the cut line complete? Or, did the cut line stop at approximately the same place as the staple line? Response: the information below is unknown. I will try and obtain from the hospital but until then I do not have this.

Event description:
It was reported that during a right hemicolectomy procedure, the gun fired but failed to staple on the last third of the device (distal end). Surgeon had to re-do the anastamosis. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.